Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010 is available in the USA with a 510k number k182004. Evaluation summary it was caused due to a malfunction on the electric parts in the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The processor did not start. Alarm is: aux lamp on there is a problem with the lamp.